Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, information not provided. Section d6: if explanted, give date: unknown, information not provided. Section e1: email address, address, post code/zip code, telephone number: unknown, information not provided. Section h3: other 81: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient implanted with a tecnis synergy toric intraocular lens (iol) encountered severe dysphotopsia and was unable to adapt to his vision. The lens was removed during a secondary surgery. No unplanned incision enlargement. Directions for use were followed. Unplanned sutures and vitrectomy were not required. The patient was fully recovered. No further information is available.